Event description:
It was reported to boston scientific that a trapezoid rx lithotripter compatible basket was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the basket was loaded over the jagwire, and placed high in the bile duct. The basket was opened and the tip detached. No attempt was made to close the basket or crush stones prior to the tip detachment. The tip was extracted from the duct. The procedure was completed with another trapezoid rx lithotripter compatible basket. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown. However, the patient was reported to be over the age of 18 years. (B)(4):tip detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.